Event description:
During routine inspection performed by our distributor in another country, a filament which looks like a hair was evidenced of the graft. There was no pt injury as the device never reached the hosp.

Manufacturer narrative:
No device evaluation was performed since product was not returned yet to the MFR. A review of the device history records indicated that the graft was processed, and inspected according to procedures, and no anomaly was found. No conclusion can be drawn until the product is returned and evaluated. A f/u report will be submitted within 30 days, upon receipt of any relevant info.